Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy, while using the bone anchors 3 w arthroscopy delivery system and using it to punch a pilot hole in the humeral head for the peek anchors as per technique, as the doctor was hammering in the punch, it was noted that it had broken, the tip of the punch snapped off, the pieces were removed from the shoulder without any issues. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All punched holes were used.